Event description:
Reporter alleged the customer was lethargic, "fainty" and light-headed when he was tested at school on the aviva system with a result of 122 mg/dl. Reporter stated that the school did not delay in calling the emts who obtained a result of 41 mg/dl on their system when they arrived. Reporter stated he was taken to the hospital after he was treated with orange juice and an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.